Event description:
It was reported the device was removed due to 'embarrassment." No patient symptoms were reported in relation to this event. It was stated the patient was doing well after the removal. No further information was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).